Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was post lumbar laminectomy syndrome and non-malignant pain. On (B)(6) 2016 it was reported that the patient's catheter was replaced in (B)(6) 2015. Additional information was received from the hcp on (B)(6) 2016 and it was reported that the patient had intermittent withdrawal symptoms related to the catheter failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.